Manufacturer narrative:
(B)(4). It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, improper endoprosthesis placement, and branch vessel occlusion or obstruction.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. According to the report, the gore® tag® device was implanted with the radiopaque gold band aligned just below the left common carotid artery (lcca), and a non-gore manufactured fenestrated stent graft was implanted proximally. A procedural angiograph reportedly showed the lcca was partially and unintentionally covered, and blood flow to the vessel was decreased. As a treatment, a bare stent was placed into the lcca. Blood flow to the lcca was restored and the procedure was completed. According to the physician, unintentional vessel coverage of the lcca was caused by improper placement of the fenestrated window of the non-gore fenestrated device. However, it was reported that the gore® tag® sleeve may have also contributed to the vessel coverage.